Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front or back shell was noted. The inpen paired to the commercial app. The leadscrew was received 1/2 it's travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Performed leak test and no priming anomaly was noted. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.00ozf-in). Inpen passed front cap investigation. Unable to obtained bond dates or battery percentages due to inpen was never download. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of inpen not priming correctly was not confirmed. No priming anomaly was noted. Therefore, the customer concern of priming anomaly could not be confirmed. However, dust and debris were noted under dosing window and injection button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on inpen and no insulin coming out of the inpen. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen. Mmt-105elpkna was requested and customer response was the device will be returned.